Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition of not holding attachments was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had sticky trigger, would not run and failed pre-test for check the power with the test bench, check function of the device and check for sticky trigger due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had a sticky trigger and would not run. It was further determined that the device failed pretest for check the power with power test bench, check function of device, and check for sticky trigger. It was noted in the service order that the device was not holding the attachments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.